Event description:
The company representative has requested to attend the patient's next appointment. The physician reported to the company representative that he was able to use the vns programming system with other patient's on the same day as the event, and he has not had any problems with the system since.

Event description:
A copy of the physician's flashcard was received but did not include any programming/diagnostic history for the patient's device.

Event description:
Clinic notes dated (B)(6) 2012 reported that there was concern that the patient's vns may not be working. However of note, the patient had not had a seizure for some time. The generator was interrogated successfully, and no changes were made to the settings. The treating neurologist indicated in the notes that although the end of service indicator said no, the "interaction with the device itself was sporadic and it seemed to interact with the interrogating device sporadically, indicating a low battery." The physician reportedly tried swiping the magnet and on review of the magnet swipes, but they did not seem to register. The physician noted that the interaction with the device suggests the battery was low, although the end of service was indicated as no on the device. Follow-up with the physician revealed that three other patients' devices were interrogated the same day and did not have the same issue with sporadic communication. Therefore, the programming system was functioning properly. The physician reported that there were no nearby sources of emi that may have caused intermittent communication. Per the physician, the patient was wearing the vns magnet on the wrist and swiped it accidentally at least three times during the appointment prior to examining the device. The physician interrogated, swiped the magnet, then waited as recommended in labeling, and interrogated the device again without it registering on the magnet swipe list on the handheld computer. Attempts for a copy of the physician's flashcard to assess the magnet history/diagnostics and for additional information have been unsuccessful to date.